Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock, and a request was made to have data from the device analyzed. Technical services reviewed available device data and noted the stored episode shows a very low amplitude signal with oversensing due to low r:t ratio. This type of morphology appears to be related to a change in morphology related to the patient's condition. Troubleshooting and programming recommendations were provided. Additionally, while reviewing device data, technical services also noted the battery consumption had been increasing at an unexpected rate, and device replacement or repeat data analysis within 90 days was recommended. At this time, there is no evidence to suggest intervention has been performed. Besides the inappropriate shock, no other adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock, and a request was made to have data from the device analyzed. Technical services reviewed available device data and noted the stored episode shows a very low amplitude signal with oversensing due to low r:t ratio. This type of morphology appears to be related to a change in morphology related to the patient's condition. Troubleshooting and programming recommendations were provided. Additionally, while reviewing device data, technical services also noted the battery consumption had been increasing at an unexpected rate, and device replacement or repeat data analysis within 90 days was recommended. At this time, there is no evidence to suggest intervention has been performed. Besides the inappropriate shock, no other adverse patient effects were reported. Additional information: this device was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additionally, the device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. No noise was noted in the primary, secondary, and alternate vectors that would be consistent with sense b artifact. As such, laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of inappropriate shock due to oversensing.

Manufacturer narrative:
To date, this device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock, and a request was made to have data from the device analyzed. Technical services reviewed available device data and noted the stored episode shows a very low amplitude signal with oversensing due to low r:t ratio. This type of morphology appears to be related to a change in morphology related to the patient's condition. Troubleshooting and programming recommendations were provided. Additionally, while reviewing device data, technical services also noted the battery consumption had been increasing at an unexpected rate, and device replacement or repeat data analysis within 90 days was recommended. At this time, there is no evidence to suggest intervention has been performed. Besides the inappropriate shock, no other adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock, and a request was made to have data from the device analyzed. Technical services reviewed available device data and noted the stored episode shows a very low amplitude signal with oversensing due to low r:t ratio. This type of morphology appears to be related to a change in morphology related to the patient's condition. Troubleshooting and programming recommendations were provided. Additionally, while reviewing device data, technical services also noted the battery consumption had been increasing at an unexpected rate, and device replacement or repeat data analysis within 90 days was recommended. At this time, there is no evidence to suggest intervention has been performed. Besides the inappropriate shock, no other adverse patient effects were reported. Additional information: this device was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. A final report will be issued upon completion of laboratory analysis. Of note, the explant date has not yet been reported. This field will be updated in the supplemental/final report.

Manufacturer narrative:
To date, this device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted. This report is being issued to update/correct the evaluation conclusion code.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock, and a request was made to have data from the device analyzed. Technical services reviewed available device data and noted the stored episode shows a very low amplitude signal with oversensing due to low r:t ratio. This type of morphology appears to be related to a change in morphology related to the patient's condition. Troubleshooting and programming recommendations were provided. Additionally, while reviewing device data, technical services also noted the battery consumption had been increasing at an unexpected rate, and device replacement or repeat data analysis within 90 days was recommended. At this time, there is no evidence to suggest intervention has been performed. Besides the inappropriate shock, no other adverse patient effects were reported.